Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level that was over 600 mg/dl. The customer reported that it was high because they a lot of sweets. The customer took a bolus then the check blood glucose alarm kept going off every 10 minutes. Their blood glucose level went down to 450 mg/dl. They corrected it with a bolus and went to bed. When the customer woke up the next day, their blood glucose level was 369 mg/dl. The customer declined troubleshooting for the high blood glucose. The customer also received calibration error alerts, a meter blood glucose warning, and a change sensor alert. Troubleshooting was performed for the sensor. The customer was sent a replacement for their sensor. The device will not return for analysis.